Event description:
It was reported that pump displayed cartridge alarm during use and caller noted repeated cartridge alarms with consecutive cartridges even though earlier alarms had not been reported. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support confirmed pump details, arranged shipment of replacement pump, and instructed customer to place pump in storage mode and return it within required timeframe using provided materials, as well as to program pump settings and reconnect continuous glucose monitor on replacement device.